Event description:
The pt was reportedly experiencing drainage from the incision site. The pt was prescribed augmentin on (B)(6) 2012 for the drainage and switched to bactrim ds on (B)(6) 2012.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The drainage the pt was experiencing has resolved. The pt's device remains implanted. This is the final report.